Manufacturer narrative:
Block b3: exact date unknown, event likely has been occurring since january 2025. Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced overheating of the implantable pulse generator (ipg) during charging, to the point where the skin over the device became uncomfortably warm. As a result, the ipg was replaced and was returned for analysis. The patient is doing well postoperatively.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block h6. The returned ipg was analyzed and exhibited typical characteristics during both visual and functional assessments. An analysis of the device data logs revealed that the highest thermistor reading was in the expected range. With all the available information, boston scientific concludes that the patient experiencing overheating of the ipg during charging was not confirmed. A labelling review found that the event is a known inherent risk with implanting a pulse generator as part of a system to deliver deep brain stimulation. Block b3: exact date unknown, event likely has been occurring since january 2025. Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced overheating of the implantable pulse generator (ipg) during charging, to the point where the skin over the device became uncomfortably warm. As a result, the ipg was replaced and was returned for analysis. The patient is doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and exhibited typical characteristics during both visual and functional assessments. An analysis of the device data logs revealed that the highest thermistor reading was in the expected range. With all the available information, boston scientific concludes that the patient experiencing overheating of the ipg during charging was not confirmed. A labelling review found that the event is a known inherent risk with implanting a pulse generator as part of a system to deliver deep brain stimulation. Block b3: exact date unknown, event likely has been occurring since january 2025. Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced overheating of the implantable pulse generator (ipg) during charging, to the point where the skin over the device became uncomfortably warm. As a result, the ipg was replaced and was returned for analysis. The patient is doing well postoperatively.